Event description:
Customer reported, she was hospitalized due to low blood glucose of 48 mg/dl. Customer reported, she was experiencing low blood glucose since the (B)(6). Customer disconnected from the device on the (B)(6) and was hospitalized on the (B)(6). Customer was diagnosed with hypoglycemia and low potassium. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report # 3004209178-2014-94291.